Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat the left anterior descending artery (lad) and circumflex artery (cx). Eight low speed treatments were performed on the lad. The same viperwire advance guide wire that was used in the lad, was placed in the distal cx. The physician advanced the oad to the distal lesion using glideassist. There was poor visibility during advancement, and the oad tip made contact with the viperwire advance guide wire spring tip. The fractured component was pushed into a small branch and was unable to be removed. A new viperwire was used. A drug-coated balloon and drug-coated stent were used to complete the procedure.

Manufacturer narrative:
The guide wire was returned with a fracture near the spring tip. Scanning electron microscopic (sem) analysis identified evidence of ductile torsion on the core wire fracture face. This evidence was consistent with the spinning driveshaft making contact with the spring tip leading to a fracture. The root cause of the event was determined to be use not consistent with the diamondback 360 coronary instructions for use (IFU). The material inspection record for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).